Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the patient was intubated, and the anesthesiologist noticed a leak. He finally found that the leak was coming from the filter. The filter was cracked. We removed the filter and replaced with a new one and no further problems were encountered."

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "the patient was intubated, and the anesthesiologist noticed a leak. He finally found that the leak was coming from the filter. The filter was cracked. We removed the filter and replaced with a new one and no further problems were encountered."